Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas will continue to follow up with the patient to obtain more information and further information, if obtained, will be made available in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/12/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation showed that the last basal delivery was on (B)(4) 2013; information from the reported failure date is overwritten, black box and history review shows no activity outside of normal use. The total daily dose is observed to below the basal rate on (B)(4) 2013 & (B)(4) 2013 due a 12 hour power. The total daily dose add up correctly and reveal the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and discolored, a test display screen was mounted during the investigation, the pump was able to power up with a fully illuminated and colored display. The pump was primed and it was exercised for 24 hours, no alarms occurred during the course of the duration test. Pump passed a 29 hour flow accuracy test successfully. Force sensor calibration is reading the highest count. The pump was opened and inspected, no evidence of moisture ingress was found to the pump, no intermittent condition was found to the pcb or to the force sensor circuit. Force sensor resistance measurement is within specifications. The keypad symbols were found to be worn. This medwatch submission was originally transmitted on (B)(4) 2013, but the submission was unable to be accepted due to a network file system issue in the FDA electronic submissions gateway (esg) production system. The FDA esg team has requested that this submission be re-transmitted. The submission date for this report is (B)(4) 2013 and the submission will not be considered late.

Event description:
The patient reported he was hospitalized on (B)(6). The patient is currently at work and was unable to discuss his elevated blood glucose level and concerns. The patient agreed to call customer service back to follow up on the issue but has not called back. Animas has attempted to contact the customer regarding details of pump use prior to the reported hospitalization. The customer was not reached.